Event description:
The customer stated that a pt had expired while being monitored.

Manufacturer narrative:
There was no allegation of device malfunction and no request for device testing. The customer contacted phillips in an effort to gather additional info regarding the long-term storage of data. Upon further investigation, philips learned that a leads off event occurred, during which a pt expired. During that time, alarms, and the absence of a pt rhythm, were not noticed by the staff, leading to no treatment of the pt, who was found dead on the floor. There is no evidence to support that a device malfunction occurred. If ECG leads become disconnected from the pt, the message "leads off" is displayed and a technical inop audible alarm is heard at the information center. The device operated as designed and configured. The device remains in use at the customer site.